Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment for a cerebral aneurysm, the coil couldn't be detached with the instant detacher in use. The doctor tried to detach the coil with the instant detacher for more than 3 times, but the coil was not detached, so the coil and the detacher were replaced to use. There were no reports of patient injury in association with this event. This reported coil was successfully detached with second instant detacher on first attempt. The devices were prepared per the IFU. There was not any damage to the pushwire after the device was removed from the patient. The continuous flush was administered during the procedure. Ancillary device - sl-10 vessel tortuous - unknown vessel diameter: unknown vessel status: unknown. Primary disease: unknown.